Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8973-01 targeting guide was damaged upon removal from the nail per recommended surgical technique. They were able to locate and remove the broken fragment from the patient's ankle via x-ray. Subsequent x-rays were taken to insure there were no other unintended foreign body¿s remaining. No additional information provided. Additional information requested.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8973-01 serial/batch number 711844 was received for investigation. Visual evaluation of the device outrigger targeting guide found that the hub attachment tube is broken off. No fragments were returned for analysis. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion.